Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the entire device system was explanted because the patient felt, the stimulation therapy was no longer beneficial for the patient. The patient recovered without sequela.